Manufacturer narrative:
Investigation: customer returned (1) 3/10cc, 8mm, 31g relion syringe in an open poly bag from lot # 6347573. Customer states that when she removed the cap towards the plunger that the rod just came out and dropped to the floor. The syringe was returned with the plunger cap off of the syringe and the plunger rod with the stopper out of the barrel. No defects were observed on any of the components. Sample will be forwarded to manufacturing ((B)(4)) on 08dec2017 for further review. As per investigation from (B)(4), the syringe was reassembled and cycle testing and volumetric's were conducted, there was no issue with the syringe. Given these results, the investigation concluded the issue is unconfirmed as the plunger rod/stopper didn't fall out, but could be pulled out of the barrel based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger falls out of the barrel). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root cause: the plunger rod/stopper didn't fall out, but could be pulled out of the barrel. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
It is unknown if a sample will be returned for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod of a relion® insulin syringe 0.3 ml, 31g x 8 mm fell out during use. There was no report of exposure, injury or medical interventions.